Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 3006705815-2023-04727. It was reported that the patient's ipg was inoperable due to not charging the ipg for extended period of time. As such, unable to set the system into MRI mode. In turn, surgical intervention took place wherein it was noted that there was high impedance on the lead. As such, the entire system was explanted and replaced to address the issue.

Manufacturer narrative:
Date of event is estimated.